Event description:
It was reported that during a popliteal artery angioplasty procedure, the balloon catheter stuck to the guide wire. The 60% stenosed lesion was located in the left popliteal artery. Vascular access was obtained in the right femoral using an "up and over" method. The physician encountered resistance while advancing the sterling es pta 3mm x 40mm x 145cm balloon dilatation catheter over another manufacturer's .014 300cm guide wire and realized that the balloon was stuck to the guide wire. It was noted that "it took a bit of force" to advance the sterling up to and across the lesion, but the physician kept pushing. An attempt was made to inflate the sterling, however, the balloon would not inflate "at any atms". The physician decided to remove the balloon catheter, however, removal difficulties were encountered. It was noted that "it was too stiff" to back the balloon off the wire, so the physician used a scissors to cut the proximal portion of the balloon catheter and then easily removed the balloon and guide wire as a unit outside of the patient. The procedure was successfully completed by using another of the same device. No patient complications were reported and the patient's status was noted as "ok".

Manufacturer narrative:
(B)(4).